Manufacturer narrative:
One 6fr hemostatic sheath and arteriotomy locator were received for product evaluation at terumo medical corporation. Upon receipt, the hemostatic sheath and the arteriotomy locator were properly mated with the two 6fr arrows aligned. The returned components were then subjected to visual analysis. There blood inlet holes were aligned. No gross visual anomalies were noted with the device. The arteriotomy locator was then separated from the hemostatic sheath and analyzed under a microscope. It was noted that the print number on the hub of the arteriotomy locator was 10. The secondary ridge of the hub where the hemostatic sheath would mate was beveled a point where no stark edge could be observed. There were also indications of flash occurring where the arteriotomy locator tubing mated with the hub. The hub of the hemostatic sheath was then observed for any anomalies. No anomalies were found for functional testing, the arteriotomy locator was reinserted into the hemostatic sheath. A tactile click was felt, but the typical audible click was barely distinguishable from background noise. Coaxial force was then applied to the arteriotomy locator and there was noted resistance to the removal of the arteriotomy locator from the hemostatic sheath. However, the resistance felt was significantly less than the resistance typically felt. A force that was not purely coaxial was applied and the arteriotomy locator easily became dislodged. The complaint was able to be confirmed by the reduced resistance required to dislodge the arteriotomy locator. The flash and reduced distal ridge of the arteriotomy locator hub may have played a role in the reduced resistance. At this time, no conclusion could be drawn as to the exact cause of the lessened resistance to dislodgement. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two other reports with the involved product code/lot# combination. The same user facility reported similar events for other devices with the same product code. See mdrs 3013394970-2017-00185 & 3013394970-2017-00186 & 3013394970-2017-00187 & 3013394970-2017-00189. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the dilator would not stay connected to the sheath. The following information was provided by the user facility: the device was not used on the patient, found pre-treatment. Another device was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.